Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a pinhole rupture and dissection occurred. The totally occluded lesion was located in the moderately calcified left anterior descending (lad) artery. First, a maverick otw 20 x 1.5mm balloon was used to dilate the diagonal (dx). Then, this maverick otw 30 x 2.0mm was used to dilate the bifurcation of the dx and lad, and upon the first inflation to 12 atms the balloon ruptured. A dissection was then noted in the proximal lad. The maverick otw was deflated and removed without further incident. A 3.0 x 15m other manufacturer's stent was then deployed to treat the dissection. The pt experienced a slight blood pressure drop; however, the procedure was completed and pt status was reported as 'ok'.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnifications. A balloon pinhole was confirmed in the balloon wall located 2 centimeters proximally distal tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.